Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the (B)(4). A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the physician was unable to inflate the balloon. Another balloon was used to finish the procedure. No patient injury is reported. Evaluation summary: the powercross catheter was received for evaluation without any ancillary devices or cine images from the procedure. The powercross was received with the balloon chamber in a pre-inflation profile: tightly wrapped and winged. The proximal balloon bond was examined: no abnormality or deformity was noted. A 10cc water filled syringe was attached to the proximal hub luer lock on the y-manifold and the guidewire lumen was flushed: a steady stream of clear fluid was observed exiting the distal tip of the catheter. A 0.018in guidewire was able to be inserted with ease through the catheter. A 10cc water filled syringe was attached to the inflation lumen luer lock on the y-manifold. A vacuum was pulled but could not be maintained. The syringe was pressurized the balloon chamber did not inflate. A leak was noted in the catheter inflation lumen. The leak was at a kink in the catheter. The leak runs longitudinally along the catheter and is bisected by the kink. The leak and kink are approximately 16.1cm distal of the y-manifold distal tip of the printed strain relief.